Manufacturer narrative:
(B)(4). Reported event was confirmed with operative notes. The operative note for the second revision demonstrated that the patient was revised due to infection. Immediately under the skin, there was a collection of purulent material. The anterior capsular tissue appeared to be destroyed. This was debrided as well as around the proximal femur. The acetabular locking mechanism was noted to be nonfunctional. After liner was removed, the soft tissue was debrided and the new liner was able to be inserted and the locking mechanism was good. New ceramic head was implanted. Review of the device history record identified no deviations or anomalies that would contribute to reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left tha revision approximately 8 years post implantation due to elevated serum cobalt and chromium levels. Subsequently, the patient had an incision and drainage done twice shortly after revision. Patient was revised again a few months later due to infection. No further event information available at the time of this report.